Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. It was reported that tf5507 occurred on a hamilton-g5 ventilator during clinical use. The ventilator was subsequently exchanged with another device. No patient harm was reported. Log files have not been provided for analysis. The tf5507 is most likely associated with a malfunction within the gas delivery/mixer control system. According to the information received, the mixer valves were replaced. Additionally, the sensor board was shipped to the customer. To date, despite several reminders, the manufacturer has not received any additional information or confirmation regarding the issue if it was resolved. Therefore based on the available information, a definitive root cause could not be established. Hamilton medical ag considers this case closed. Corrected data: the initial MDR was incorrectly submitted as cfn-based due to a data entry error. This has been corrected to fei-based in the current follow-up MDR.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device alarmed with tf5507. The ventilator was exchanged with another one. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.